Manufacturer narrative:
(B)(4) = aortic injury. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, this injury occurred during the process of implanting the aortic device. There is no allegation of device malfunction as the valve is functioning as intended. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through clinical affairs of a male patient that experienced bleeding during the implant of an edwards aortic bioprosthetic valve. The ae form reported, access site and access related vascular injury - aortic root rupture stating "in setting of savr, aortic root tear when suturing valve; associated hypotension treated with volume replacement; pressure applied and patch repair; no blood transfusion." The subject device remains implanted with no reported malfunction of the device.